Manufacturer narrative:
A system checkout was initiated and determined that, the collimator was in need of replacement. A replacement collimator was shipped overnight. After part replacement, a medtronic representative, performed an imaging system check-out, the imaging system then passed the system checkout and was found to be fully functional and determined ready for use. The collimator was returned to medtronic for analysis. An on-site functional and performance investigation was completed on the returned collimator. Medtronic investigation could not confirm the reported booting problem. The returned collimator was installed in an imaging system and ran without any issues for two weeks. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since (B)(6) 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that, while attending a case the surgeon reported that, the imaging system would not boot. It displayed, "error initializing the collimator." They had just completed performing an incision on the patient and attached the reference frame, when the imaging system was brought into the room and turned on. They attempted rebooting the system three times with varying configurations, but the error persisted. The surgeon opted to complete the procedure, without the use of the navigation system or the imaging system and chose to proceed with a c-arm, an alternate system. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.